Event description:
A site representative, technician, reported that, while in a functional endoscopic sinus surgery (fess) procedure, the landmarx software became unresponsive. The surgeon was using a suretrak instrument and the env head frame when the mouse became unresponsive. After a hard re-boot of the system, they re-entered the landmarx application and the registration had been saved. Another tracer registration was performed and the surgeon proceeded to navigate. Accuracy was confirmed and the surgeon completed the procedure with the use of the navigation system. There was no impact on patient outcome.

Manufacturer narrative:
A medtronic representative, following-up at the site, reported being unable to replicate the reported issue. The system has been used since this event with no reported issues. No patient logs/exams returned to manufacturer for analysis.

Manufacturer narrative:
A medtronic representative went onsite and checked for core files on the computer, but found none. The site has used the system since without issue and do not wish to troubleshoot further.

Manufacturer narrative:
Software investigation completed. This issue will be continually monitored in a medtronic software anomaly tracking database.